Event description:
The hematoma evacuation surgery was conducted on (B)(6) 2014. After implanting the icp sensor, the surgeon placed the burr hole cap and completed the surgery. On (B)(6), the surgeon tried to remove the icp sensor, but could not. So he made the additional incision and removed the icp sensor. He complained that the instruction for use from manufacturer was not enough before the surgery.

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed. Complaint sample not returned.

Manufacturer narrative:
It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not returned.